Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as indentations, pressure spots, and red, burning and itching .there was no alleged device malfunction contributing to the irritation. The patient¿s provider suggested pt receive bigger garment. Patient reported that the irritation is getting better.